Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: no por events observed in blackbox (bb); however, multiple cs 052 call service alarms were recorded. The returned battery cap was secured to the pump and was able to maintain an electrical connection with the pump. The battery compartment was found to be cracked below the bumper pad and on the side between keypad cover and case seal. No evidence of moisture was found inside the battery compartment. During testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and moisture corrosion was found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.